Manufacturer narrative:
Our quality engineer inspected the photos, and 2 samples submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample. Analysis of the samples showed split tubing on the catheter tubing at the flaring site at the metal wedge. There was a tubing surface defect along the whole catheter tubing at the same filled stripe as split tubing. The samples failed the catheter leak test with leakage observed at the nose of the adapter. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The assembly process was reviewed. At the isam machine, the catheter tubing was flared onto the metal wedge, and then the catheter adapter was swaged onto the tubing-metal wedge subassembly. It was suspected that one of possible causes of the split tubing could be caused by over-flared at metal wedge, which caused the tubing to over-expand and split during assembly. Additionally, surface defect which looked like scratch marks were also observed on the tubing surface. However, there was no abnormality found on the stripe location of the split tubing filled stripe, as the stripe location was centered. The tubing surface defect might be another possible cause of the split tubing, which could cause tubing to be weakened and split when flared onto the metal wedge during assembly. The possible cause of tubing surface defect could be due to die build up which cause die scratches and layer adhesion peel-off resulting in scratches on the tubing surface. Current controls include a functional test in place to check for catheter adapter leakage. There is also in-process visual inspection in place to check for catheter adapter damage which could cause leakage. To prevent the defect, revisions of the manufacturing specification and in-process inspection form were completed to include flare length lower control limits (lcl), daily process form and add cleaning of the die after each produced spool.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte vialon-e 24ga x 0.75in leaked. It was reported that there was a leak from near the base of the catheter.